Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was bent and the ins battery had depleted. A replacement dtc was sent. No patient complications were reported as a result of this event.